Event description:
After laparoscopic surgery, the screw at the end of the meeker forcep was missing and was suspected to still be in the patient. The patient and family were notified immediately and an x-ray was scheduled to verify the presence of the screw.